Manufacturer narrative:
Corrected data: e2 (initial reporter health professional). The device was used in treatment. The device was not returned for analysis, therefore, the clinical observation could not be confirmed. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Several attempts were made to get device back from the customer, however they were not successful. As of today device has not been returned . The guidewires are inspected for correct outer diameter at the supplier, and are provided with certificates of conformance demonstrating that they met the specifications as required from the supplier. As per instructions for use (IFU): remove the syringe and insert soft tip of guide wire through the introducer needle into the vessel. Advance guide wire guide to required depth. Leave an appropriate amount of guide wire exposed. Hold guide wire in place and remove introducer needle. Do not withdraw the guide wire back into the cannula as this may result in separation of the guide wire. The cannula should be removed first. At no time should the guide wire be advanced or withdrawn when resistance is met. Determine the cause of resistance before proceeding. Fluoroscopic verification of the guide wire's entrance into the superior vena cava and right atrium is suggested. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Our investigation is still in progress ,follow up report will be submitted if we find any further additional information.

Event description:
It was reported that, the doctor was gaining axillary venous access with 18 gauge access needle during a pacemaker implant procedure. The packaged guidewire was inserted through the access needle. The wire was unable to be drawn back through the needle and upon removal from the patient body, the wire was stuck inside the access needle and became uncoiled, the wire was saved but not the needle. As per additional information, patient outcome is stable and no medical intervention/additional surgical procedure required to complete the surgery. Procedure completed with same product model. Less than 5 minutes delay reported to identify product issue, remove affected product, and use alternative product. No other additional information is available.